Event description:
It was reported that the patient underwent pelvic surgery in 2006. Postoperatively, the patient experienced numbness of the right leg, numbness of the right side of her face, left leg weakness, and left arm weakness. An MRI was performed and there was no sign of stroke. Issues on the left side of patient have subsided. The patient is sore in the groin area. The patient was discharged from the hospital with a walker and a foley catheter. The foley catheter is being used due to the patient's ambulatory difficulties. Function seems to be slowly returning to her leg and toes. The physician is used to using allen stirrups, but used candy cane stirrups for this procedure.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.